Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b2, b5, g4, g7, h2, h3, h6, h10. Corrected sections: b1 -corrected to "adverse event/product problem", h1- corrected to "serious injury" the device was returned to the factory for evaluation on 10feb2020 and investigation was conducted on 17feb2020. A visual inspection was conducted. The loading device, delivery device, seal and tension string assembly, and aortic cutter were received. There were signs of clinical use on the aortic cutter, with no visual defects observed. The delivery device was returned inside the loading device with the seal and tension spring assembly was observed to be removed from the delivery device. The white plunger were observed to be depressed indicating clinical use. Measurements of the delivery tube could not be taken due to the evidence of blood observed on the delivery device. The seal had been unraveled, along with the tether string cut, indicating clinical use. There were no visual defects observed. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) did not open completely when deployed within a large vessel. The procedure ended with a clamp. The patient's condition is ok.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) did not open completely when deployed within a large vessel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) did not open completely when deployed within a large vessel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.